Event description:
It was reported that the implantable cardioverter defibrillator could not be interrogated due to radio frequency (rf) anomaly. The device was upgraded and the rf communication was restored. The patient was in stable condition.